Event description:
It was reported that the plastic shaft was broken. It is noted that this issue could cause a delay in treatment, potentially impacting the patient's recovery time. The was no known patient harm or adverse events reported as a result of the event.

Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed.